Event description:
New information indicated, that the patient presented to the device clinic. Stating, that a pop was heard from their device. And subsequently, received a vibratory alert. The check revealed, a time-out during capacitor testing. Further capacitor testing revealed, no issues. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient¿s condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed charge time out on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
The reported field event of extended charge time was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the field event of capacitor charge timeout remains undetermined.